Event description:
The lay user/patient contacted lfs in 2010, alleging that her meter would not power on. The pt mentioned that the reported issue began at around 1:00 pm. She did not take any diabetes medication after the reported issue began. Approximately 5 hours later, she felt shaky. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product was being used. The pt denied any misuse of the product. The meter did not power on by pressing the power button and the pt was using the correct vial of test strips. It was noted that the battery compartment was corroded. The issue was not resolved via training. The product was replaced. The complaint is being reported since the pt alleged that due to the meter no powering on, she exhibited symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.